Event description:
The reporter called and alleged a discrepant result when compared to the lab on two pts. The reported device result/lab inr was >8.0/5.9 for pt 1 and 1.7/2.5 for pt 2. No treatment was provided to the pts. The device was replaced and requested to be returned for eval.